Event description:
The customer reported intermittently the workstation would shut down, resulting in a loss of functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The power cable, foot switch cable, and hand switch cable were replaced during the svc call. The sys was tested and found to be working an intended and put back into svc.